Event description:
On (B)(6) 2022, fresenius became aware of a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contracted peritonitis. No additional information was provided during intake. Follow-up with the patient¿s primary pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 due to abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent culture and cell count were obtained (wbc cell count = >5000 u/l) and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every other day, and ip ceftazidime 1500 mg once daily x 14 days. As of (B)(6) 2022, the patient¿s peritoneal effluent fluid cultures showed no growth, however the patient will continue the antibiotic course until completed. The patient was discharged home in stable condition on (B)(6) 2022 and is recovering from the events. A second peritoneal effluent cell count was obtained (wbc = <100 u/l) on (B)(6) 2022, which confirmed the patient is recovering. The cause of the peritonitis was attributed to an unspecified touch contamination event, as a home evaluation revealed several breaches in aseptic technique. The pdrn stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). The patient resumed ccpd following discharge and continues to utilize the same liberty select cycler without reported issue.